Event description:
A physician reported that following an uneventful cataract extraction with intraocular lens (iol) implant procedure patient ended up with ¿ 0.75 and had many complaints such as negative dysphotopsia, anisometropia and dyschromatopsia (saying colors are muted). Additional information was provided that the lens was explanted and was able to arc in the inferior field, had muted image disparity and color. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).